Manufacturer narrative:
The failure investigation has been completed and the alleged unexpected shutdown issue was verified. Additionally the alleged touch screen issue and the alleged time setting issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly. Contact confirmed pump display turned on when plugged into a power source. Subsequently, the touch screen became unresponsive and the pump shut off again. Contact successfully powered the pump on and found that the screen was still unresponsive and the date on the pump had become incorrect. Customer's blood glucose (bg) was over 500 mg/dl which required assistance from contact to administer a manual injection to address bg level. Reportedly the customer reverted to manual injections for insulin therapy.